Manufacturer narrative:
Date of event: on an unreported date in late (B)(6) 2020, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by low grade fever and pain around the navel. The breach in aseptic technique was not further described. The patient was not hospitalized and was treated with fortaz (dose, route and frequency were not reported) and ancef (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Action taken with the dianeal therapy was not reported. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.